Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge for insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value was not provided. Cause of bg was unknown. A manual injection was administered to address bg. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.